Event description:
It was reported that during an implant attempt, the physician had difficulty placing the lead from right sided-access. Svc coil introducer was making positioning difficult. A shorter single-coil lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There were no anomalies found. It was noted that the superior vena cava (svc) coil was exposed, pulled, stretched, and overstressed. Blood covered the distal end of the electrode, and it was visually noted that the lead was damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).